Event description:
It was reported that during attempted implant of the device the physician was unable to engage the screw. It was also reported that once the silicone was peeled back it was noted that the screw was lying sideways. Therefore the device was not used and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed no anomalies were found. The returned device indicated a damaged grommet and a missing set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).